Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on both leads. As a result, the leads were replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.